Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0enm4, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported that the patient¿s battery was depleting faster than it should. The patient¿s health care provider (hcp) had the patient had high settings when they shouldn¿t have and last time the patient was in, they told them the battery was not going to last that long. The patient fell walking their dog in (B)(6) 2015 and their symptoms returned around the same time gradually in (B)(6) 2015. The patient also thought that the battery depleting faster was contributing to the symptom return. The issue was not related to positional movement and the patient had not had any recent medical tests or emi environmental exposure. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.